Manufacturer narrative:
Due to character limitation, the following fields are added from e1: event site address: (B)(6). Patient identifier: a1 - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID: (B)(4).

Event description:
It was reported that during use, intra-aortic balloon (iab) sucked up in the sheath and could not moved forward and backward. There was no patient harm.

Manufacturer narrative:
Updated fields- b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4 UDI and version/model number. During procedure while inserting the balloon it was sucked up in the sheath and could not moved forward and backward when we tried for repositioning. Based on the description, the balloon got stuck and was not shifting forward or backward, which made it difficult for the user to inset the iab. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.